Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated via radio frequency (rf). No intervention or patient consequences were reported.